Event description:
During cardiomems implant procedure the patient experienced hemoptysis shortly after sensor deployment. The physician reported this was a very technically challenging procedure. The patient had severe tricuspid regurgitation with a large right atrium making it difficult to securely track with a wire to the pulmonary artery and leading to tension on the wire (v18) causing the cardiomems catheter to shoot forward and likely cause a pulmonary artery abrasion. The patient was retained for observation and released (B)(6) 2023. An angiogram was performed and confirmed that there was no perforation. The sensor was not calibrated during the implant due to the required intervention for the hemoptysis. An additional right heart catheterization was performed on (B)(6) 2023 to calibrate the sensor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).